Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced high blood glucose due to bent cannula. The customer¿s blood glucose level was 600 mg/dl. The customer¿s blood glucose level went down to 532 mg/dl. Customer wakes up with the blood glucose level of 498 mg/dl. The customer was treated high blood glucose with bolus. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.